Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14a27021, h13l02031, and h14b28035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned for evaluation, a complete device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore, they were provided.   (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by the patient¿s catheter looking cloudy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with cefazolin (1gm daily for 2 weeks, route not reported) and ceftazadime (1gm daily for 2 weeks, route not reported). The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.